Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of noise which resulted in oversensing were noted on the right atrial (ra) lead. During a normal device exchange, the ra lead damage was visually confirmed. The ra lead was capped and replaced to resolve the event. The patient was in stable condition.